Manufacturer narrative:
Eval summary: the reamer has a potential age of over 5 yrs and would have been subjected to combined effects of stress, repeated fatigue, sterilization, and normal wear and tear. This in addition to the high torque and bending load at the area of high stress concentration could have led to fracture. Other reasons could be if the reamer was used directly on a tibial bone without prior 0.5 mm increment reamers, the forces acting upon the reamer would be too large to withstand the torque especially on a hard and dense bone structure. Currently, the shafts are subjected to an ultrasonic inspection process which eliminates shaft imperfections or porosities if any which could contribute to early failure of the device. Also, it is advised to replace the 8 mm reamers every two yrs because of the fact that 8 mm reamers are most frequently used for tibial surgical procedures and the percentage of such a procedure is high according to clinical history. As returned, the head and a small section of the shaft fractured off the reamer. It appears that the pieces fit together and indicates the entire device was returned. Device history records indicated device manufactured to spec. Scanning electron microscopy analysis shows presence of fatigue striations indicating that fracture may have occurred by fatigue. Energy dispersive spectroscopy analysis of the flex im reamer tube material showed ti and ni elemental peaks in the spectrum typical of tinel alloy.

Event description:
It is reported that the reamer broke during a tibial rodding case.